Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that it is burning in the back today "real bad"; it was clarified that the implant area is burning. Troubleshooting asked if there were any circumstances that led to the sensation today and patient stated no but that the stimulator has moved down to his waist line since implant and the stimulator was closer to the surface of his skin. The patient explained that his stimulator had moved down to his waist line since about a year after he was implanted. The patient was redirected to their healthcare provider to further address the issue.